Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: the device failed to cut our proper donuts and the rectal wall ruptured while following the stapler out. The device locked on to the tissue and the anvil was manually removed in order for the device to be removed from pt cavity. The staple line was also incomplete. The rectal stump was closed with suture. Resulted in a colostomy. The pt ended up with a permanent stoma. There was no reinforcement material used. There was no unanticipated tissue loss. There was unanticipated tissue tearing. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. The problem resulted in an extended hospital stay.